Event description:
Customer reportedly rec'd results of 230 mg/dl and 40 mg/dl within 10 minutes on the same device. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.